Event description:
It was reported that the device recorded several high rate episodes that depicted pacing inhibition with no subsequent shock. It was later determined that electro-magnetic interference (emi) was involved. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694758 implantable tachy lead, implanted: (B)(6) 2003; product ID 406858 implantable pacing lead, implanted: (B)(6) 2000; product ID 456853 implantable pacing lead, implanted: (B)(6) 2000. (B)(4).